Manufacturer narrative:
Isi has not received the curved tip stapler 30 instrument with part number 470530-08, lot t10190422-0028 involved with this complaint. It is confirmed the white stapler 30 reload was discarded. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. The logs indicate that the curved tip stapler 30 instrument with part number 470530-08, lot t10190422-0028 fired two white stapler 30 reloads. First firing was completed, second firing resulted in a partial fire. Firing failed at 71% completion. The partial fire occurred on the 3rd overall firing in the case. This complaint is being classified as a reportable event due to the following conclusion: it was reported that during a da vinci-assisted pulmonary lobectomy procedure, the curved tip stapler30 instrument got stuck on tissue. Therefore, the surgeon had to add an extra incision port in order to use a laparoscopic stapler instrument. The surgeon stapled successfully with the laparoscopic stapler and then was able to unclamp and remove the curved tip stapler30 instrument got stuck on tissue. However, the root cause if the reported intra-operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the curved tip stapler30 instrument got stuck on tissue. The intuitive surgical, inc.(isi) technical support engineer (tse) viewed onsite logs, found error 22030. The surgeon decided to use a laparoscopic stapler instrument to place a staple line, then unclamp the curved tip stapler30 instrument that was stuck intuitive surgical, inc. (Isi) contacted the site and the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the surgeon had clamped and fired on the pulmonary artery with a white stapler30 reload installed on the curved tip stapler30 instrument. However, the curved tip stapler30 instrument was stuck on tissue. The surgeon did not feel comfortable trying to unclamp the curved tip stapler30 instrument due to the high risk of the patient losing blood. At that time, the surgeon was reluctant to use a backup curved tip stapler instrument since the instrument was stuck on the pulmonary artery. The surgeon decided to use a backup laparoscopic stapler instrument. In order to obtain the appropriate angle, and since the port site incision was not big enough for a 12mm laparoscopic instrument, another port site incision was made. The surgeon fired the laparoscopic stapler right next to where the curve tip stapler instrument was stuck, and the fire was successful. Then the staff released the stuck curved tip stapler instrument using the stapler release key. It was confirmed there was no bleeding, and the staple line was clean. The procedure was completed robotically, with no further issues reported. It is confirmed that the white stapler30 reload was discarded; however, it is unknown if the curved tip stapler 30 instrument will be returned to isi for failure analysis. There is no video recording of the procedure for isi review.